Event description:
The information received indicated that during the procedure, when the physician deflated the balloon, he found that it deflated very slowly for about five minutes. Then the physician successfully removed it from the patient. The procedure was completed with the same type of product. The patient is currently fine. The target lesion was in the mid to distal left anterior descending (lad) artery. The lesion had 85% stenosis, was not calcified, not tortuous and not a chronic total occlusion (total occlusion >3 months). The maximum inflation pressure was 8 atm. The balloon re-wrapped properly. There was no difficulty removing the product from the packaging. There was no kink or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. The balloon catheter did not kink while being used.

Manufacturer narrative:
The product was returned for evaluation, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that during the procedure, when the physician deflated the balloon, he found that it deflated very slowly for about five minutes. Then the physician successfully removed it from the patient. The procedure was completed with the same type of product. The target lesion was in the mid to distal left anterior descending (lad) artery. The lesion had 85% stenosis, was not calcified, not tortuous and not a chronic total occlusion. The maximum inflation pressure was 8 atm. The balloon re-wrapped properly. There was no difficulty removing the product from the packaging. There was no kink or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. The balloon catheter did not kink while being used. There was no report of patient injury and the device was returned for analysis. One non sterile firestar 2.50 x 20 mm was received coiled inside two plastic bags. Inflation media was observed. No kinks or bents were noticed. No anomalies were detected. During the functional test balloon was inflated to 14 atm, and the deflation time was found within specification. Sem results show that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The reported customer complaint of deflation difficulty/slow was not confirmed through failure analysis since the balloon deflated within the specified parameters. The exact cause of the failure experienced by the customer could not be conclusively determined. Neither the DHR review nor the analysis performed suggest that the issue is manufacturing related; therefore no action were taken.